Event description:
It was reported that the device was at eri (elective replacement indicators), with sensing and capture difficulties. The output was reportedly 5 volts. It was questioned why the device switched to 5v when at or near eri, with no confirmed high threshold. The customer asks why the device has high output when the battery is close to eri. The device was explanted and replaced. No patient complications have been reported as a result of this event; the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: battery depletion-normal.